Manufacturer narrative:
A sample is available that has not yet been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A physician reported that an ophthalmic forceps would not open or close prior to performing vitrectomy surgery. There was no contact with the patient therefore, there was no patient impact.

Manufacturer narrative:
The received forceps sample was found in the opened original packaging. The device history record for the affected lot was reviewed. No abnormalities that could have contributed to this event were found and the product was released according to acceptance criteria. A 100% final inspection is performed for this product. The complaint history was reviewed two years back which showed no comparable complaints. The instrument was investigated. All glued connections (tube ¿ tip and extension tube ¿ adjustment screw) were investigated and found to be intact. But, it was found that the adjustment screw was placed extremely inside the handle which protruded the adjustment screw more than usual. The instrument was then opened on the tip ¿ handle connection. It was found that the origin of the extension tube was improperly positioned. Normally, the extension tube protrudes the screw and has only a little distance to the tube in the tip. If the distance between the extension tube and the tube of the tip-tube assembly is too large, the insert will buckle due to the friction forces acting between the insert and tube during the activation. Once the insert buckles inside the instrument, it cannot be pushed out of the tube again. In this situation the instrument cannot be open and closed again. This mal positioning of the extension tube ¿ insert assembly can only occur from the production step crimping. Why this occurred during production cannot be determined anymore. Since this is the first complaint with this incident, it has to be considered as a single event. A manufacturing related root cause for the complained device has been identified. Since this is the first complaint with this incident of (B)(4) instruments sold since october 2012, it has to be considered as a single event. No further actions will be issued. The manufacturer internal reference number is: (B)(4).